Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage was at the site. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.